Manufacturer narrative:
Concomitant medical products: 407658 lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, oversensing and noise were noted with loss of atrioventricular synchrony on the right atrial (ra) lead. The lead was capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.